Event description:
The reporter contacted animas on behalf of his son (the pt) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump was slow to responding to down arrow button presses. He also claimed that the down arrow button required multiple presses for the pump to respond. The reporter claimed that the keypad was not damaged or exposed to moisture or cleaning agents.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down, and ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The up, down, and ok button contacts also were observed to be inverted and were not always springing back. In addition the up keypad contact was observed to be misaligned. The keypad appeared to be intact with no lifting or peeling.